Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump left deep at 4 cm after repositioning from 5 cm. Support continued and staff monitored. Additionally, low purge flows and high purge pressures were noted. Tissue plasma activator was added to the purge and support continued. Care was withdrawn on support and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.